Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received an inappropriate shock from their right ventricular lead. Device interrogation revealed the lead had dislodged and was over-sensing atrial chamber activity. Physician attempted to reposition lead on (B)(6) 2020, but the lead had poor sensing numbers when replaced. Lead was able to be repositioned again for better sensing measurements, but the physician thought the shocking vector would not be effective in the new location. Lead was instead replaced by one pacing/sensing lead and one shocking lead. Patient was stable after the procedure.